Event description:
It was reported that during a laparoscopic hepatectomy procedure, the trigger could not be grasped from the 2nd firing and the clip was not fed into the jaws. The clip fell into the patient, but it was retrieved. The first firing was completed without any difficulties. The device did not clamp something hard while firing. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep fired the device after the operation, it was found that the one side of jaws was damaged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.